Manufacturer narrative:
The dentist achieved 70 ncm as primary stability, which exceed therecommended installation torque (60 ncm). The information provided inthis report was based on information given by the dentist in neodent¿sproducts warranty form that was recorded in the system and is used byboth the manufacturer and the subsidiary. The original complaint and theproduct were received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a new follow-up report will besend.

Event description:
(B)(4)- the dentist reported that almost 2 months after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. Moreover, 70n.cm of primary stability was achieved, the patient presented bone type ii and bone resorption has occurred.

Manufacturer narrative:
Additional evaluation c. Conclusion: 18/failure to follow instructions. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. The dentist achieved 70 ncm as primary stability, which exceed the recommended installation torque (60 ncm). Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). The dentist reported that almost 2 months after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. Moreover, 70n.cm of primary stability was achieved, the patient presented bone type ii and bone resorption has occurred.